Event description:
During remote monitoring, episodes of far-field r-wave oversensing resulting in inappropriate automatic mode switch were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.